Event description:
An aneurx stent graft systems was implanted in a patient for endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology from the time of implant are not available. It was reported that there was a type I endoleak in the left iliac artery observed on a follow-up CT approximately one month ago. The iliac artery was extended with a stent graft to successfully achieve seal. Approximately two years post implant it was reported that there was aneurysm enlargement. Upon intervention it was noted that the bifurcated stent graft had migrated distally. The physician elected to implant a 28 cuff which was landed at the renal arteries. Good seal was achieved between the cuff and the bifurcated stent graft. Next, the left iliac was extended with an endurant iliac limb. This stent graft was run from the flow divider of the bifurcated device to the left external iliac artery. A recent CT demonstrated that there was still a persistent aneurysm enlargement without the presence of an endoleak. The decision was made to convert the patient to open repair with explant of the stent graft and convert the patient to an open repair. The endurant cuff hooks were left in place and a dacron graft was sewn onto the aorta. The explanted stent grafts are being retained by the user facility and will not be returned. No additional clinical sequelae were reported and the patient is fine. The review of returned films pre-implant show a 6cm aaa which contained thrombus. Post-implant cta's showed that the ipsilateral limb and ipsilateral extension were placed on the right side; the contra limb crossed the ipsilateral limb and was placed in the left iliac. The bifurcate was approximately 5mm below the renal arteries. There is a distal type I endoleak from the contra (left) iliac, with minimal distal sealing length. The aaa was 6.4cm. Post-implant non-contrast films show that an iliac extension had been placed just distal to the contra, an additional limb was placed into the left external iliac, and an endurant aortic cuff had also been implanted. The aaa was 7.2cm. As the films were non-contrast, no assessment of a possible endoleak could be done.

Manufacturer narrative:
(B)(4). Evaluation, method (films). Evaluation, results: inherent risk of procedure (removal of implant), (cause of events unknown). Evaluation , conclusion: (cause of events unknown).